Manufacturer narrative:
B1: added product malfunction. D9: added device return information. Investigation summary: analysis summary: the device was returned for evaluation and visually inspected. Biomaterial in purge gap and around impeller observed, no broken blade or cannula kink seen. No data log available. Cardiac arrest: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Low or blocked pump flow: suction alarm displayed, flows never able to increase above 1.0 despite reposition. Returned complaint pump visually inspected, big chunk of biomaterial in purge gap and around impeller observed, no broken blade or cannula kink seen. Flows were within specified limit after biomaterial was removed and running the pump. No data log available. The root cause of low pump flow issue likely was biomaterial ingestion. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced cardiac arrest. Compressions were administered. The p level of the pump was decreased. Return of spontaneous circulation was obtained. Suction alarms occurred and pump flow could not be increased. Fluoroscopy revealed that here was no cannula kink but the pump appeared to be deep. Flow was decreased on the automated impella controller and the pump was repositioned but flows did not return. The pump was explanted and replaced with a new pump.